Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 600 mg/dl. The customer reported that the high blood glucose level was treated with insulin injections. The customer reported a button error alarm from the insulin pump which was later cleared. The customer also reported that the cannula was occluded. Troubleshooting was done. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage to keypad trace. Minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip. Time/clock ok.